Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the issue and replaced the power supply to battery cable. The unit passed safety and functional tests and was returned to the customer in good working condition.

Event description:
It was reported that during routine check the batteries of the cs100 intra-aortic balloon pump (iabp) were not charging. There was no patient involvement.